Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 443 mg/dl. Customer's other blood glucose value was 368 mg/dl and 235 mg/dl and 120 mg/dl and 60 mg/dl a 20 mg/dl and 130 mg/dl and 291 mg/dl and 331 mg/dl and 354 mg/dl and 356 mg/dl.. Based on customer report customer does not allege pump was under delivering. The customer was treated with manual injection and insulin pump. The device is not expected to be returned for analysis.